Manufacturer narrative:
The lead under complaint was subjected to an extensive analysis. Its performance was scrutinized, including a visual and an electrical inspection. The analysis revealed multiple abrasion marks along the lead body with a rubbed through insulation at 8.5 cm distal to the is-1 connector pin as well as in the area of the tricuspid valve. Based on the characteristics as well as the location of these damages, it is reasonable to assume that the lead had been subject to excessive mechanical forces as a result of the interaction with the generator can and the tricuspid valve, respectively. Diagnostic images clarifying this assumption were not available for analysis. Further inspection revealed intra-operative damages, i.e. The lead's distal part was found partly pulled out from the ring electrode. This resulted most likely from excessive mechanical forces applied during the explant procedure. The analysis did not reveal any sign of a material or manufacturing problem.

Event description:
Boston scientific received information that this right ventricular lead exhibited noise which lead to 5 inappropriate shocks. Pocket manipulation was done and no noise was recreated. The lead measurements were all within normal ranges. The physician thought it might be header related so the device was explanted. Post explant, the new device and chronic rv lead still showed noise. The rv lead was later explanted and replaced and now there is no longer noise present. To date, no additional adverse patient effects have been reported.